Event description:
It was reported by the patient that approximately one month post implant they experienced their heart rate in the thirties to forties during the day and feels pounding in their heart and chest which their implantable pulse generator (ipg) is not relieving. It was also noted that every fifth beat skips and the patient "wants to know if the pm can be tricked? Or not function appropriately?". The patient also feels really bad like they want to pass out and experienced anxiety and their heart rate going up. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.